Event description:
It was reported that customer's insulin pump has physical damage. Customer's blood glucose reading is 426 mg/dl. Customer stated reservoir cannot be tighten into place and the bottom portion of the insulin pump is falling off. The battery compartment is also damaged. Advised customer that insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with detached end cap and broken battery tube threads. The test reservoir fits and removes properly in the reservoir compartment.